Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had air bubbles in the reservoir. The customer's blood glucose was unknown. Customer reported the air bubbles were champagne sized. Customer stated they did not rewind the insulin pump with the reservoir in place. The customer also reported the insulin pump was stored at room temperature. Troubleshooting found the insulin pump alarmed no delivery with a fixed prime. The customer was able to resolve the air bubbles with an infusion set change. The reservoir will not be returned for analysis.